Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
(B)(4).